Event description:
It was reported that the health care professional (hcp) placed a call into technical services (ts) to review stored episodes on this pacemaker. Upon review, it was found there was a lead safety switch (lss) which was triggered as a result of high out of range right ventricular (rv) lead pacing impedance measurements. Additionally, noisy signals were observed on the right atrial (ra) channel. A stored signal artifact monitoring (sam) was also reported as a result of oversensing of the minute ventilation (mv) signal on the rv channel. The feature was deactivated by the signal artifact monitor. Technical services (ts) recommended further review of the rv lead as these changes were abrupt. At this time, the rv lead remains in-service. No adverse patient effects were reported.